Event description:
During a bone biopsy, two 2 mm pieces of the prongs from the 13-gauge needle were left in the right pedicle of the patient. This was thought to be a mechanical failure of the needle of the three prongs. Needles were removed through procedures unknown at this time. Patient is in stable condition.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. The device is inspected according to quality control specifications. Each device is inspected to verify that the product matches the work order, specifications, and product label. All devices are examined to ensure that the correct bevels are on the stylets and proper alignment between cannula and stylet. Without an examination of the complaint device a definite root cause cannot be determined. The event description provides limited information concerning patient's age which could affect bone density or condition. In the absence of additional information the root cause is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.